Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) was reviewed and found the device was exhibiting intermittent left ventricular (lv) pacing inhibition. Technical services (ts) reviewed and determined it was likely related to lv ectopy. Ts discussed programming options for the device. This crt-d remains in service. No adverse patient effects were reported.